Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant, the atrial channel showed no egm. Once the atrial lead was reconnected and cleaned, it showed good atrial signal, but the rv signal was then lost. The physician tried cleaning the rv lead as well, but no signal was attained. The device was removed and replaced.